Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild calcification and moderate tortuosity. The 3.50x33mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was observed. Therefore, 3.50x15mm xience alpine stent was advanced to the dissected area and implanted, but another dissection was observed. A 3.50x12 alpine stent was advanced and implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.50x15mm xience alpine stent referenced is filed under a separate medwatch report number.